Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The blood glucose that the suspend event level was 142 mg/dl. The sensor reading was off between a 100 point difference. The customer¿s other blood glucose values are 120 mg/dl. The sensor value that the suspend event level was below 40 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.